Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. The hp normally carries solution during the day, so he would remain in dwell and call his nurse in the morning. The hp to end therapy for that night. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) on (B)(6) 2011, it was revealed that she could not find any abnormalities or cause to allow air to enter into the machine. The cg stated that after starting over with new supplies no further issues were found. The cg also stated no companion samples were available. The cg stated this was an isolated event. The cg also stated that the home patient did not develop any adverse reactions or need any medical intervention.